Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake and touch contamination occurred. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient went to the emergency room (ER) for the event and was not hospitalized. The patient was treated with vancomycin. On an unreported date, the patient recovered from the event of the patient made a mistake/ touch contamination and was recovering from the event peritonitis. The reporting nurse did not confirm the event of the patient made a mistake/ touch contamination as reported by the consumer. Per the nurse, the event peritonitis was not related to dianeal therapy and did not comment on the event of the patient made a mistake/ touch contamination. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4) a batch review was conducted for potentially associated lot numbers h11e25011 and h11g30066 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.